Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('very heavy menstruation/abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression on (B)(6) 2010, anxiety on (B)(6) 2010, fatigue, vaginal discharge, cholecystectomy, recurrent uti, back pain, irregular periods, headache, irritable bowel, poor sleep, vaginitis, dysuria and bacterial vaginosis. Previously administered products included for prevent pregnancy: loestrin from (B)(6) 2009 to (B)(6) 2010 and nuvaring from 2008 to (B)(6) 2009. Concomitant products included sumatriptan (imitrex) since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), pelvic pain ("pain: pelvic area"), the first episode of abdominal pain ("pain: abdominal area") and hirsutism ("hirsutism"), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced the second episode of abdominal pain ("abdominal pain"), urinary tract infection ("uti (urinary tract infection)"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). The patient was treated with diazepam, sertraline hydrochloride (zoloft) and surgery (on (B)(6) 2011, she underwent hydrothermal ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, the last episode of abdominal pain, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea, fatigue, vaginal discharge, pelvic pain and hirsutism outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, hirsutism, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: she was currently planning for essure removal. Insertion detail: the devices were placed without difficulty. 4 coils were visible on the left and 4 coils were visible on the right from the tubal ostia. On (B)(6) 2011, she underwent hysterosalpingogram . ¿concerning the injuries reported in this case, the following ones were described in patients medical record abdominal pain, fatigue, hirsutism, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('very heavy menstruation/abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 761437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression on (B)(6) 2010, anxiety on (B)(6) 2010, fatigue, vaginal discharge, cholecystectomy, recurrent uti, back pain, irregular periods, headache, irritable bowel, poor sleep, vaginitis, dysuria and bacterial vaginosis. Previously administered products included for prevent pregnancy: loestrin from (B)(6) 2009 to (B)(6) 2010 and nuvaring from 2008 to (B)(6) 2009. Concomitant products included sumatriptan (imitrex) since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), pelvic pain ("pain: pelvic area"), the first episode of abdominal pain ("pain: abdominal area") and hirsutism ("hirsutism"), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced the second episode of abdominal pain ("abdominal pain"), urinary tract infection ("uti (urinary tract infection)"), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). The patient was treated with diazepam, sertraline hydrochloride (zoloft) and surgery (on (B)(6) 2011, she underwent hydrothermal ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, the last episode of abdominal pain, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea, fatigue, vaginal discharge, pelvic pain and hirsutism outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, hirsutism, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: she was currently planning for essure removal. Insertion detail: the devices were placed without difficulty. 4 coils were visible on the left and 4 coils were visible on the right from the tubal ostia. On (B)(6) 2011, she underwent hysterosalpingogram . ¿concerning the injuries reported in this case, the following ones were described in patients medical record abdominal pain, fatigue, hirsutism, menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: this case is incident. Reporter information was added. This case concerns (B)(6) patient. Her demographic was updated. Her historical medication/condition was added. Essure lot number was added. Essure indication was amended. Her treatment/concomitant medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal), uti (urinary tract infection), depression, anxiety, dysmenorrhea (cramping), fatigue, vaginal discharge; pain: pelvic area, pain: abdominal area and hirsutism were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.